Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was not communicating with the interface, resulting in delayed data, inaccurate inventory refills, and reports not updating due to a server network connectivity issue. A technical support specialist verified the communication issue across the site, identified a local network problem affecting the staged server, coordinated with central office and local it to restore connectivity, monitored system status, and confirmed resolution with the customer. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server interface are not communicating with pyxis now. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.